Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, after stapling the appendix, jaws of the reload could not be opened and was locked on tissue. Another handle and reload were used proximally. This resulted to an unanticipated tissue loss.